Event description:
Pt reported obtaining a blood glucose result of 400 mg/dl, while using the suspect device. One hour later, pt sought treatment at the hosp, one hour later, where her blood glucose measured 120 mg/dl (using hospital's blood glucose monitor). No treatment was received. Two days later, pt ran controls on the system, which tested within the acceptable range. A request was made for the return of the suspect product and replacement product was shipped.